Event description:
General report received of an unspecified number of undocumented incidents of device breakage. On unspecified dates, the tubing sets were being used to deliver unspecified medications, at unspecified rates. At unspecified times, the customer contact reported that the base snapped at an unspecified location of the tubing sets. No specific details were provided. The customer contact did not report that any solution leaked. There were no reported adverse patient effects and no reported delay of therapy critical to these patients. No medical interventions were reported. Although requested, no additional information was provided, including if the tubing sets were replaced and the therapies were resumed.

Manufacturer narrative:
The customer contact indicated that the devices were discarded. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.